Manufacturer narrative:
Device is not distributed in the united states but is in the same family of devices as distributed united states. Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.

Event description:
It was reported that the fast-fix 360 curved t2 did not deploy. A backup device was used to complete the procedure. No patient injury reported.